Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer will reach out to their healthcare provider regarding an alternate method of insulin therapy.